Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the garment soon after being fit in the lifevest. The patient's skin was raw, broken, and weeping. The patient was prescribed benadryl and an unknown cream, but the irritation did not improve. The patient ended use of the lifevest.